Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was experiencing high blood glucose and low blood glucose. Customer was not using the bolus wizard and has started using it since then. Customer's highs and lows have been resolved. Customer's highs were up in the 400's mg/dl and his lows were in the 60's mg/dl.